Event description:
It was reported that when using the bd pyxis¿ es server override transactions were not crossing over to the electronic medical record (emr). The user confirmed that the issue started after a server reboot was performed to resolve a communication issue. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the override transaction was not crossing to emr. The technical support specialist (tss) reviewed patient and order data in the protected health system and confirmed the issue was not limited to a single order, as pyxis transactions were not reaching the emr after a network outage and server restart. System services and communication were active, but sample orders were missing, and interface engine support confirmed messages were not processing. The hospital it team corrected configuration by restricting the emr interface to accept connections only from the production pyxis server, restoring normal message flow. Successful transmission of patients, orders, and messages was verified after the fix. The system functioned as intended after technical support specialist troubleshot the device.